Event description:
The facility reported an infusion pump with failure code 810:04. The event was reported to have occurred during biomed testing. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported.